Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported they needed a new battery for their controller. The patient said they had to charge everyday, and the controller battery would deplete overnight and then be dead the next day. The agent asked the patient to clarify which battery was depleting, and the patient said the controller battery. The patient stated they would charge the controller to 100% and then try to charge the implant, but it only went to 90%. The patient said when they unplug the controller after being plugged in by the next morning or half during the night, the battery would be out again, and they would have to plug it back up and power up the stimulator. Upon further review, the patient was referring to the implanted battery not the controller battery. During the call, the agent walked the patient through removing the battery pack and plugging the controller into the ac power cord; the patient confirmed the controller powered on. The patient re-inserted the battery and confirmed the green light was solid above the screen. Upon further review, the patient was referring to the implanted battery depleting. The patient was confused on the call. The patient mentioned seeing a photo that the battery was depleted. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.